Event description:
It was reported that minimum fill notification occurred when customer attempted to load cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer first tried reloading same cartridge without success, then, after cleaning pneumatic tap area with alcohol wipe as instructed by technical support, customer was guided through filling and loading new cartridge using proper technique, which resolved issue and allowed insulin delivery to resume.